Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during the third inflation at 14 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during the third inflation at 14 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluate by MFR.: returned product consisted of a coyote es balloon catheter. There was blood in the inflation lumen and balloon. The hypotube had numerous kinks. Microscopic examination revealed a tear in the middle of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no other damage revealed. The damage to the balloon is consistent with interaction with the lesion. The reported balloon burst was confirmed.